Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a disconnection at the male end of the smartsite valve. "Lines were well secured but line disconnected at the smart site from tubing resulting in pt bleeding." There was no pt harm or medical intervention reported. Although requested, no add'l pt/event details were provided.